Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Trouble shooting was performed with bd technical services. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation the separator will either dislodge or blood leaks into the plasma part as the separator goes down after the draw. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with corrections: reason code for no evaluation: other. Investigation summary: bd had not received samples but photos were received from the customer facility for evaluation which depicted the mechanical separator being dislodged. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Trouble shooting was performed with bd technical services. Investigation conclusion: based on the photos that were received, it was observed that the mechanical separator had dislodged. Root cause description: the root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation the separator will either dislodge or blood leaks into the plasma part as the separator goes down after the draw. No serious injury or medical intervention was reported.